Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who had experienced this issue multiple times on the same pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent, and instructions for putting the current pump into storage mode before returning it were provided. The customer was advised to return the problematic pump to tandem using a return box and pre-paid label, and acknowledged understanding the steps needed upon receiving the replacement. Reportedly, the customer continued to use the pump for insulin therapy.